Event description:
The customer reported the evis exera iii xenon light source is displaying intermittent b30 error. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of b30 error was not confirmed. In addition, a bad scope socket, an olympus lamp life meter reading over 500+hours , front panel mouth crack, and lamp life expiration were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the cause of the phenomenon was that the video connector could not be fixed normally due to the failure of the lock pin of the scope socket, and a communication error occurred and b30 was displayed. However, the root cause of this condition could not be further determined. Olympus will continue to monitor field performance for this device.